Event description:
We received a report that during implantation of an intraocular lens (iol) the lens ''flipped'' when being inserted into the patient's eye. The incision was enlarged and the lens cut into three pieces to be removed. In follow up it was learned that the doctor was having difficulty inserting the lens. The patient is reported to be doing well and visual acuity was 20/20.

Manufacturer narrative:
(B)(4). All pertinent information available to the manufacturer has been submitted. Placeholder.

Manufacturer narrative:
The returned sample was inspected at the manufacturing site under 10x microscope magnification. Visual assessment identified the returned iol with both haptics broken off and the returned iol was torn. Visual inspection revealed surface residuals (fiber/particles) on the lens, with evidence of blood, viscoelastic, ophthalmic viscosurgical device (ovd) compatible with handling, such as during the implant and explant process. Based on the manufacturing record review, all process operations presented in the manufacturing record from generation to boxing were within specifications and in compliance. The review of the documentation and testing presented in the manufacturing record were found within product specifications with no deviations or non-conformances (ncr) observed. All pertinent information available to the manufacturer has been submitted. Placeholder.